Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, the patient experienced bleeding at the insertion site after a device was inserted during resuscitation for diabetic ketoacidosis (dka). The bleeding was described as bleeding through and dripping down the patient's arm. The device was subsequently removed by the medical team. At the time of the event, the patient was reported to be vomiting, pale, and feeling unwell. The patient was taken to the hospital and treated with IV medication. It was unknown how the inaccuracy contributed to the event. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. No additional details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.